Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm. Date of event is an approximation. On (B)(6) 2025, the patient experienced a skin reaction at the needle puncture site of a continuous glucose monitoring (cgm) sensor located on the arm. The reaction included redness and signs of infection. The onset occurred an unknown number of days after the sensor was inserted. The patient was prescribed an oral antibiotic, cephalexin, to be taken three times daily for 10 days, beginning on (B)(6) 2025. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).